Manufacturer narrative:
No unexpected button error alarms or motor error alarms noted during testing. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The motor was tested outside of the insulin pump and passed. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed with motor and button errors. Customer's blood glucose was 245 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.